Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e3, h6 (medical device problem code). Est from kelly, md, in the ccu regarding a gas loss and catheter restriction alarm on a cardiosave pump being used with an arrow intra aortic balloon catheter (iab). Kelly reported that each of the alarms had occurred only once, and the purpose of the call was to understand the meaning of the alarms. The patient was reported to be stable, with a femoral insertion site. A recent chest x ray had required catheter adjustment/repositioning. At the time of the call, there were no active alarms, and no blood was present in the helium tubing. During the call, it was explained that, for a getinge catheter, a chest x ray would be recommended to confirm placement, and that vigilance for blood in the helium tubing was important. It was discussed that the reported alarms could be consistent with an internal catheter kink or positional restriction. Recommendations included monitoring for recurrence, potential patient repositioning or tilting if alarms recurred, and use of the ¿fill¿ key if resuming pumping became difficult. Kelly was also advised that contacting the catheter manufacturer (teleflex) for catheter specific support could be beneficial. Kelly expressed appreciation for the explanation and reported no further questions. No additional esp calls or follow up reports were received. No harm reported. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - b3, h6 (investigation findings, component codes, investigation conclusion) kelly reported that each of the alarms had occurred only once, and the purpose of the call was to understand the meaning of the alarms. The patient was reported to be stable, with a femoral insertion site. A recent chest x-ray had required catheter adjustment or repositioning. At the time of the call, there were no active alarms, and no blood was present in the helium tubing. During the call, it was explained that, for a getinge catheter, a chest x-ray would be recommended to confirm placement, and that vigilance for blood in the helium tubing was important. It was discussed that the reported alarms could be consistent with an internal catheter kink or positional restriction. Recommendations included monitoring for recurrence, potential patient repositioning or tilting if alarms recurred, and use of the fill key if resuming pumping became difficult. Kelly was also advised that contacting the catheter manufacturer (teleflex) for catheter-specific support could be beneficial. Kelly expressed appreciation for the explanation and reported no further questions. No additional esp calls or follow-up reports were received.

Event description:
N/a

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm and catheter restriction occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.